Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during breast surgery, the insulation was damaged and fell apart when trying to remove the electrode from the cautery pencil using a hemostat instrument because the electrode was difficult to remove from the pencil. Energy leaked through the damaged insulation area of the electrode and caused a burn on skin tissue. The event was attributed to damaging the insulation by using the hemostat instrument for removal, and the skin tissue that was burned was fortunately already an area that was planned to be excised during the procedure.